Event description:
It was reported that occlusion alarms occurred frequently even though no line occlusion was present. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log (ehl) confirmed that there was a record of the high-pressure alarm occurring continuously during pump operation on (B)(6) 2025, however, it could not confirm the reported issue. The occlusion pressure detection level was within specification. The occlusion pressure detection level was close to the lower limit, so the occlusion alarm may have been prone to occurring. The downstream occlusion sensor was re-calibrated as a preventative measure. The device passed all tests thereafter.